Manufacturer narrative:
The device will not be returned for investigation as it was discarded at the hospital. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to loosening of the pressfit segmental stem. Several months after the patient's original eleos surgery, the patient presented with a loose stem that was confirmed radiographically. During the revision surgery, the surgeon revised the segmental stem, distal femur, male-female midsection, distal femur axial pin, tibial hinge component, and tibial poly spacer. No further information regarding this event was made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient undergoing a revision surgery due to the canal-filling segmental stem subsiding could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. B7: other relevant history added. G3: date received by manufacturer added. G6: type of report added. H2: follow up type added. H3: device evaluated by manufacturer updated to no. H6: medical device problem code updated to 4002: loosening of implant not related to bone ingrowth. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to loosening of the pressfit segmental stem. Several months after the patient's original eleos surgery, the patient presented with a loose stem that was confirmed radiographically. During the revision surgery, the surgeon revised the segmental stem, distal femur, male-female midsection, distal femur axial pin, tibial hinge component, and tibial poly spacer. No further information regarding this event was made available.